Event description:
It was report that the pump alarmed no disposable clamp tubing. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not conducted due to serial number was not provided. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is unknown. D1, d4, e4 and g5 are unknown. No product information has been provided to date.